Event description:
It was reported that upon interrogation the pulse generator displayed a - data not read- message. Upon reinterrogation, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.